Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on 14 oct 2021 from the care partner of a (B)(6) year old male with a medical history including type ii diabetes, protein-calorie malnutrition, chronic ischemic heart disease, hyperkalemia and end stage renal disease, stating the patient began to vomit during a home hemodialysis treatment on (B)(6) 2021. Treatment was terminated without rinseback and emergency medical services (ems) were called. Additional information was received 15-21 oct 2021 from the home therapy nurse (htn) who stated the patient experienced abnormal eye movement (nos) prior to vomiting and ems transported the patient to hospital where they were observed and admitted. In-hospital testing included x-rays and CT scan, details and test results not given. The patient was discharged on an unspecified date and although requested no additional information was provided.